Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -13.0 into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer length spherical model lens due to low vault and the problem was resolved. The cause of the event is reported as unknown. The surgeon reports, "for the first implantation the incision will be used to adjust the asigmatism; for the second implantation the spherical lens will be adjusted and the incision equivalent spherical lens with no diopter will be replaced."